Event description:
It was reported that the device broke down in pieces. There was a backup device available to complete the procedure with no delay. No patient injuries reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could not confirm the customer complaint for the device broke down in pieces. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a dented outertube. This damage is caused by contact with another source. No manufacturing related defects were observed.